Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via implantable systems performance registry (ispr) regarding a patient receiving intrathecal dilaudid (concentration 50mg/ml; dose 6.494mg/day), fentanyl (concentration 2000mcg/ml; dose 259.8mcg/day), and bupivacaine (concentration 10mg/ml; dose 1.299mg/day) via an implantable infusion pump. The patient experienced increased pain due to a missed pump refill and empty pump reservoir. The low reservoir alarm occurred on (B)(6) 2013 at 08:00 and the empty reservoir alarm occurred on (B)(6) 2015 at 18:30. On (B)(6) 2013 the patient complained of increased pain, level 6 on a 0-10 scale. The pain symptoms were considered mild. The pump was interrogated and showed 0.0ml. The pump was refilled and the dose was decreased to prevent oversedation. On (B)(6) 2013 the patient's pain level was 3 on a 1-10 scale. Patient outcome was resolved without sequelae as of (B)(6) 2013.